Event description:
Procedure type: lap chole. According to the reporter: the clips were already formed prior to the surgeon squeezing the handles. Also the clips were falling from the jaws into the patient's cavity. It could not be reported if any or all of the clips were retrieved from the patient. Another device was opened to complete the case. Minimal delay in or time. There was no report of patient injury, unanticipated blood/tissue loss.